Manufacturer narrative:
(B)(4). D10 - medical product: stemmed nonaugmentable tibial component, catalog # 00598605701, lot # 63656335. Femoral component, catalog # 00596401551, lot # 63329486. Articular surface, catalog # 00596403212, lot # 63093732. G2: united kingdom. Multiple MDR reports were filled for this event: 0002648920-2024-00027, 3007963827-2024-00026, and 0001822565-2024-00366. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : product location unknown.

Event description:
It was reported patient underwent a revision procedure five years post implantation due to unknown reason. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: nexgen stemmed nonaugmentable tibial component item # 00598603701 lot # 63615650. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, patient underwent a revision due to loosening of the tibial component. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, patient underwent a revision due to loosening of the tibial component. The initial report was submitted in error and should be voided.